Manufacturer narrative:
Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. On 06/06/2016 a medtronic representative, following-up at the site, reported that the removal of the spinous process was not part of the originally planned procedure. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the spinous process clamp screw backed out all the way and the surgeon was unable to remove the clamp from the spinous process. The surgeon decided to remove the spinous process to get the clamp off. The site confirmed that all the pieces of the clamp were retrieved and no pieces were left in the patient. No further details regarding the damage, or how it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour.

Manufacturer narrative:
Device lot number now provided. Device manufacturing date now provided. Although a specific cause of the suspect clamp was unconfirmed as the part was not returned to the manufacturer, an investigation into clamps with similar reported malfunctions was completed by a cross-functional and was documented in a medtronic navigation hardware anomaly tracking database. Per further engineering review of clamps with similar reported malfunctions, a CAPA was created to address this issue. The CAPA investigation found that additional types of misuses of this product have been identified since the time of its design. Specifically contributing to the product¿s failures: over-torqueing using means other than the intended driver validated for use with this device; over-opening the device, which was not specifically tested for during validation, and which may be a contributing factor to the washer dislodging from the screw. This also likely occurs using a means other than the supplied driver.